Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient was refilled under ultrasound and a few minutes after the refill the patient had symptoms. The hcp aspirated and there may have been 1/2cc of drug within the tubing. The hcp noted it was hard to know if there was a loss of drug. He wasn¿t sure if the case was a partial pocket fill or overinfusion. The hcp inherited the patient and was unsure what needles were used in the past for refilling the pump. The hcp sent the patient to the emergency room and she was discharged shortly afterward.